Manufacturer narrative:
Corrected data: initial MDR inadvertently reported lyj (epilepsy) instead of muz (depression).

Event description:
It was reported by this physician that patient had vocal cord paralysis that "randomly came up." The patient did not have a change in settings and the physician did not know the reason for the vocal cord paralysis, or the date that it had started. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.